Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted omental adhesions were noted to the anterior abdominal wall in the area surrounding the umbilicus. Endo shears were used to take down the omental adhesions. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report was initially submitted on 9/23/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details.